Event description:
It is reported by the surgeon that the patient had a successful implantation in (B)(6) 2004. The patient was implanted with a cerasul head, alloclassic sl stem, cerasul gamma insert, and csf gamma shell. Since the implantation, the patient did not have any discomfort. On (B)(6) 2011, the head spontaneously broke. The patient did not report the "clicking sound" which was an indication of a stem/cup rim impingement. The patient underwent revision surgery on (B)(6) 2011 to remove the splitter and to drain the synovial fluid. During surgery, the inlay was found to be in good condition. Neither chipping of the inlay rim nor stripe-wear were seen. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has been reported to FDA retrospectively.

Manufacturer narrative:
The device has been received and investigated. Below are the results of our investigation. No adverse trend has been identified for this issue. Ball head identification: the identification of the provided ball head was completely possible by reading off the laser engraving. Protocols and acceptance certificate were reviewed. The quality documents showed that the values obtained on the ball head were according to the specification valid at the time of production. The ceramic ball head could not be reconstructed completely from the delivered fragment as there were only 80 percent of the ball head available thus the analysis of the fragments and the fractures surface remains incomplete. The rubbing of the pieces cause intensive chipping at fracture surface edges and on all fractured surfaces. On the polished surface areas, stripe wear were found. This could indicate an edge-loading situation or subluxations. Conclusion: secondary metal transfer as a result of contact with metal parts after the primary surgery fracture even were found on the fragments. Primary metal transfer could not be found on the bore surface of the ball head over the whole circumference. This could indicate a disturbance of the interface between metal stem and ball head. The primary fractured surfaces and the region of fracture origin could not determined due to secondary damages. On the polished surface, areas of stripe wear was found. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer ref number (B)(4).